Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that on the first outback device, the cannula could not be deployed during procedure. On the second device, the cannula could not be retracted. The devices will be returned for analysis.

Manufacturer narrative:
Additional details are not available and the device was not returned from the customer. Device history review is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A report was received that the cannula of a 120cm outback elite re-entry catheter could not be deployed during the procedure. The device was exchanged for a second 120cm outback elite re-entry catheter. The cannula of this second device could not be retracted. Attempts to obtain additional information about the patient, vessel characteristics, procedural details or patient outcomes have been unsuccessful. The product was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. This IFU cautions the users that excessive calcification at the site or re-entry may impair performance. The IFU further instructs users that if resistance is felt during cannula deployment, they are to not apply unnecessary forward push on the device since this may result in damage to the cannula tip and/or separation of the cannula tip. To retract the cannula tip, users are instructed to fully retract the handle deployment slide until it stops. Users are to then release the handle deployment slide button to lock the deployment slide in the retracted position. They are to ensure that the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.